Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. The instructions for use (IFU) advise: warning: do not use thrombectomy, atherectomy or laser devices with the capture wire. Additional information has bee requested. Should it become available a supplemental report will be submitted. (B)(4).

Event description:
The ptfe (teflon) coating came off of the spider wire during delivery. The physician had to remove the entire spider filter because the yellow ptfe coating balled up and prevented the devices from advancing on the wire. The damage was noted during the procedure. Severe resistance was noted during the advancement. This happened while delivering through a cook cxi catheter and advancing the jetstream atherectomy device over the spider wire. Nothing was left in the patient. They pulled everything out including the spider wire.

Manufacturer narrative:
Evaluation of the returned device was completed january 20, 2016. A review of the manufacturing records for this device did not reveal any non-conformity relevant to this reported event. The spider fx was received showing traces of biological matter within the filter braids. A kink to the capture wire was observed approximately 6cm from the distal tip. Approximately 26cm from the distal tip the ptfe coating appeared stripped. Some of the ptfe appeared was pealed back towards the distal tip. The length of the stripped ptfe coating was approximately 1cm. It was reported by the customer the spider fx was used with a jetstream atherectomy system thrombectomy device. The instructions for use for the spider fx includes: ¿do not use the capture wire with mechanical rotational thrombectomy or with atherectomy devices that require use of a specific guidewire.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.